Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, high thresholds were noted on the right ventricular lead. The physician suspected that multiple extensions and retractions of the lead helix caused thresholds to be high. The lead was not used, and a different lead was attempted. High thresholds were also noted on the second lead, however the second lead was ultimately implanted and remains in use. No patient complications have been reported as a result of this event.